Event description:
Enterobacter cloacae infection in organ space that required reexploration, irrigation, debridement, placement of an irrigation system, and a regimen of broad-spectrum antibiotics that were eventually focused to meropenem and gentamicin. A prolonged (6-week) course of IV antibiotics was anticipated, and a PICC line was placed for this purpose.